Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient dr. Ebersbacher, the cardiosave intra-aortic balloon pump (iabp) the staff had just switched the patient over to a back up pump for the second time today due to an overtemperature message. Physician was asked about patient and revealed patient had been tachycardic all day, though it has gotten better and had been on a blair hugger on. Physician was informed that tachycardia and the heat from the blair hugger could be contributing to the alarm. It was recommended that the customer try to position the back side of the pump away from the blair hugger and make sure there is good circulation around the device. There was no patient harm reported. This was the second pump used. Related complaint : tw: (B)(4) onesupport::(B)(4).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer stated staff had just switched the patient over to a back up pump for the second time today due to a overtemperature message on the cardiosave pump. He wanted to know if they were doing something wrong. Fse asked about the status of the patient and it was revealed that the patient has been quite tachycardic all day, though it has gotten better. Also, the patient had a bair hugger on. Fse explained that both the sustained tachycardia and the heat from the bair hugger could be contributing to the alarm. I recommended they try to position the back side of the pump away from the bair hugger, and make sure there is good circulation around the device. He said the pumps were tagged and sent to clinical engineering. No harm to patient. Complaints of more than three (3) gfe attempts were performed to obtain additional information and no response was provided and/or product return. No response was provided, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a.